Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test was performed on (B)(6) 2009. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (partial)salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for menorrhagia. Discrepancy noted in insertion date: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test done (type unspecified). Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: reporter information and patient demography was added. Previously added "injury was replaced with " pelvic pain ". New events " abdominal pain and menorrhagia (heavy menstrual bleeding" were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.